Manufacturer narrative:
Medical device lot #: 6278846; medical device expiration date: 9/30/2019; device manufacture date: 11/16/2016. Results: a sample was not returned for evaluation. A total of twenty-five (25) retain samples of each affected batch were submitted for ¿hub leak test¿. As per test results, zero units were found with the defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device was unscrewing itself from the extension set. No injury or medical intervention reported.